Event description:
The customer reported an increase in false repeat reactive alinity s hiv ag/ab combo results on multiple patients. Results provided: date ID initial repeat (s/co) (B)(6) 2021. 1. 1.13 1.43 1.39, 1.11 1.61 1.47, 1.04 1.54 1.52, 1.26 2.04 1.9, 1.2 1.9 1.88, 1.3 2.41 2.51. (B)(6) 2021 1. 1.41 1.45 1.46, 1.09 1.09 1.08, 1.25 1.61 1.59, 0.9 1.17 1.17, 0.86 1.07 1.1. (B)(6) 2021 1. 1.22 1.74 1.75, 1.48 1.55 1.53, 1.12 1.17 1.17. (B)(6) 2021 1. 5.14 4.77 5.04. (B)(6) 2021 1. 2.2 1.73 1.86, 1.08 1.06 1.23. (B)(6) 2021 1. 2.41 1.55 1.52, 1.52 1.11 1.19, 3.11 1.33 1.28, 1.04 1.13 1.22. (B)(6) 2021 1. 2.22 1.00 0.99 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. The initial reports were submitted under manufacturer report numbers (B)(4) (wiesbaden, germany) as manufacturing site) with suspect medical device of alinity s hiv ag/ab combo reagent kit, list 6p01. After further evaluation, the suspect medical device was changed to alinity s, list 6p16 ((B)(6) as manufacturing site), which is this report.

Manufacturer narrative:
All available patient information was included, no additional patient information was available. During the investigation, it was determined that the results were impacted by an error associated with the reagent probe (r1) wash cycle, which was introduced in the alinity s system software version 2.8.0, ln 04u76-15. The wash cycle removes fluid that remains on the interior and exterior surfaces of the probes at the wash station. With this error, the r1 probe washing is utilizing 1 ml versus the intended 3 ml of wash buffer to wash the exterior of the r1 probe. With this error, while operating on the alinity s system software version 2.8.0, ln 04u76-15, there is a potential for false reactive alinity s hiv ag/ab combo test results when alinity s hiv ag/ab combo reagent kit, ln 06p0155, and the alinity s anti-hcv ii reagent kit, ln 04w5655, are calibrated and run on the same processing lane. Abbott issued product correction letters to all customers who have an alinity s system installed. Customers who do not have alinity s anti-hcv ii assay commercially available have also been made aware of software issue. The letter states there have been no reports of falsely reactive results associated with this event for the assays available to them, and there is no potential for incorrect nonreactive results. The letter also informs them that a future software update will correct the issue. Note: the alinity s anti-hcv ii reagent kit is not currently available in the united states.

Event description:
The customer reported an increase in false repeat reactive alinity s hiv ag/ab combo results on multiple patients. Results provided on (B)(6) 2021, sid 1, initial 1.41, repeat 1.45 & 1.46, sid 2; initial 1.09, repeat 1.09 1.08, sid 3; initial 1.25, repeat 1.61 1.59, sid 4; initial 0.9, repeat 1.17 1.17, sid 6, initial 0.86, repeat 1.07 1.1. On (B)(6) 2021, sid1; initial 5.14, repeat 4.77 5.04. On (B)(6) 2021, sid; 1, initial 2.2, repeat 1.73 1.86, on (B)(6) 2021, sid1; initial 2.41, repeat 1.55 1.52, sid 4, initial 1.52, repeat 1.11 1.19, sid4; initial 1.52, repeat 1.11,1.19, sid 10; initial 3.11, repeat 1.33,1.28, sid 14; initial 1.04, repeat 1.13,1.22. On (B)(6) 2021, sid 1; initial 2.22, repeat 1.00, 0.99. Additionally, the following patient results for alinity s hiv ag/ab combo results were negative for initial and repeat testing. Results provided on (B)(6) 2021.sid1; initial 1.18, repeat 0.42,0.22, sid2; initial 1.24, repeat 0.37,0.15. On (B)(6) 2021. Sid 7, initial 3.12, repeat 0.08,0.09, sid 8; initial 2.25, repeat 0.08,0.07. Sid 9; initial 3.53, repeat 0.08,0.09. Sid10; initial 1.3, repeat 0.08,0.08. Sid11; initial 1.4, repeat 0.08,0.09. Sid 12; initial 1.93, repeat 0.07,0.07, sid 13; initial 2.47, repat 0.09,0.09. Sid 14; initial 1.73, repeat 0.08,0.09. Sid 15; initial 1.79, repeat 0.07,0.07. On date (B)(6) 2021. Sid 1; initial 1.08, repeat 0.2, 0.18. Sid 2; initial 1.02, repeat 0.26,0.23. Sid 3; initial 1.06, repeat 0.22,0.21. Sid4; initial 1.14, repeat 0.17,0.17 on date (B)(6) 2021.sid 1; initial 1.4, repeat 0.14,0.15. Sid2; initial 1.05, repeat 0.15,0.14. Sid 3; initial 1.03, repeat 0.13,0.13. Sid 4; initial 1.53, repeat 0.16,0.18, sid5; initial 1.21, repeat 0.15,0.15, sid6; initial 1.12, repeat 0.19,0.2, sid 7; initial 1.19, repeat 0.19,0.16, sid 8; initial 1.18, repeat 0.18, 0.17, sid 9; initial 1.41, repeat 0.19,0.18, sid 10; initial 1.76, repeat 0.21,0.21. Sid11; initial 1.63, repeat 0.2,0.22. Sid 12; initial 1.05, repeat 0.20.21, sid13; initial 1.05, repeat 0.19,0.19. On the date (B)(6) 2021, sid 5, initial 0.83, repeat 0.8, 0.81, sid7; initial 1.19, repeat 0.12, 0.1. On the date (B)(6) 2021 sid4, initial 1.02, repeat 0.22,0.23. Sid5; initial 1.42, repeat 0.31,0.31. Sid 6; initial 1.01, repeat 0.22,0.23, sid7; initial 1.05, repeat 0.22,0.23, sid 8; initial 1.1, repeat 0.24,0.23. Sid 9; initial 1.04, repeat 0.22,0.23. On the date (B)(6) 2021 sid1; initial 1.15, repeat 0.09, 0.07, sid 2; initial 1.52, repeat 0.14,0.1, sid 3; initial 1.24, repeat 0.09, 0.1. Sid 4; initial 2.63, repeat 0.15, repeat 0.11. Sid5; initial 1.59, repeat 0.08,0.09. Sid 6; initial 1.64 repeat 0.13,0.12. Sid7; initial 1.05, repeat 0.1,0.1. Sid 8; 1.13, repeat 0.08, 0.09. Sid 9; initial 1.85, repeat 0.13,0.1. Sid10; initial 1.56, repeat 0.16,0.13. On the date (B)(6) 2021 sid 3; initial 1.24, repeat 0.09,0.08. Sid 4; initial 1.47, repeat 0.10, 0.09. Sid5; 1.16, repeat 0.10, 0.09. Sid6; initial 1.15, repeat 0.07, 0.07. Sid7; initial 1.17, repeat 0.10,0.10. On the date (B)(6) 2021; sid1; initial 1.28, repeat 0.16,0.15. Sid2; initial 1.77, repeat 0.20, 0.22. Sid3; initial 2.74, repeat 0.18,0.18. Sid 4; initial 1.16, repeat 0.18,0.16. Sid5, initial 2.31, repeat 0.21,0.20, sid6; initial 1.32, repeat 0.19,0.19. On the date (B)(6) 2021, sid1; initial 1.15, repeat 0.42,0.37, on the date (B)(6) 2021 sid1; initial 1.0, repeat 0.13,0.11. On the date (B)(6) 2021 sid1; initial 1.15, repeat 0.36,0.36, sid2, initial 1.23, repeat 0.52,0.38. Sid3; initial 1.31, repeat 0.56,0.58. On the date (B)(6) 2021, am 2. Initial 1.25, repeat 0.95, 0.94. Sid 3; initial 1.1, repeat 0.76, 0.79. Sid5; initial 1.04, repeat 0.75,0.79. Sid 6; initial 1.01, repeat 0.86,0.84. On the date (B)(6) 2021, pm 1. Initial 2.89, repeat 0.13,.11. Sid2, initial 2.13, repeat 0.14,0.10. Sid3; initial 1.1, repeat 0.09, 0.09. Sid4; initial 1.74, repeat 0.18,0.17. Sid5: initial 1.51, 0.10,0.10. Sid6; initial 1.89, repeat 0.10, 0.11. Sid 7; initial 1.83, repeat 0.10, 0.09.sid8; initial 1.39, repeat 0.10,0.12. Sid9; initial 1.12, repeat 0.76, 0.75. Sid11; initial 1.71, repeat 0.99,0.98, sid 12; initial 1.94, repeat 0.87,0.86. Sid13; initial 1.71, repeat 0.80, 0.79. On the date (B)(6) 2021 sid2; initial 1.24, repeat 0.74, 0.08. Sid3; initial 1.47, repeat 0.54,0.55. Sid4; initial 1.57, repeat 0.46, 0.48. Sid 5, initial 2.3, repeat 0.72,0.71, sid6; initial 1.14, repeat 0.44,0.44. Sid7; initial 1.5, repeat 0.13, 0.10. Sid8; initial 1.19, repeat 0.48,0.09. Sid9; initial 1.84, repeat 0.65,0.11. Sid 10; initial 1.07, repeat 0.45,0.11. Sid11; initial 2.28, repeat 0.76,0.08, sid12; initial 4.2, repeat 0.61, 0.08. Sid13; initial 1.03, repeat 0.09, 0.08. No impact to patient management was reported.